Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the shoulder pack straps were damaged. The damaged shoulder pack was exchange. No patient symptoms, complications, or injuries have been reported as a result of this event

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the shoulder pack (lot no. Unknown) and pump (B)(6) were not returned for evaluation as the ventricular assist device (vad) remains in use and the unknown shoulder pack was discarded by the customer. No performance allegations were made against the pump. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue, and the lot number was unknown. Visual evidence provided by the site revealed a damaged snaphook and additional carabiners added. This likely corresponds with the reported strap damage event. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited, to wear and/or the handling of the pack. CAPA pr00519581 was created to investigate damaged packs. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.